Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced infusion flow blockage at site event on (B)(6)2024 3 or more hours after insertion. The site of insertion was upper buttocks. The blood glucose level was found to be high and patient took coorection bolus via pump. No further information available .